Event description:
The customer reported that when one channel deflated, the other also deflated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that when one channel deflated, the other also deflated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.